Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a left heart catheterization diagnostic procedure using a 6f sheath. The device was pre-flushed with saline prior to the procedure. Reportedly, the device was advanced to the vessel, however, no bleed back was observed at the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.